Manufacturer narrative:
Attempts to obtain information were made. This included sending a questionnaire. However, no further response from the customer has been received. Therefore, further evaluation steps could not be taken. Investigation attempts were performed to determine the root cause. However, at this time, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported a case of tass following a cataract extraction procedure. Additional information has been requested.